Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported pain in device pocket. Intervention include an explant/replacement of the entire system on (B)(6) 2017. The pocket pain was reported to have occurred on (B)(6) 2017. It was reported that the cause of the event was possibly related to the device or therapy and not related to the implant procedure. The patient reported to have a significant fall a few months prior to appointment in (B)(6) where it was noted that the device continues to be efficacious, they felt stimulation. They were still reporting pain at the pocket site. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on october 3rd reported the issue was resolved without sequalae on (B)(6) 2018. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) for a clinical study (sdy). It was reported that the exact cause of the pocket pain was not determined, but a significant fall was reported.